Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(4) 2016, maximum rv pacing impedance rose to 7762 ohms up from a trend in the 771-1059 ohm range. Since (B)(4) 2016, there were 713346 open circuit paces, 20626 non-physiological paces with 24951 successful paces. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Since (B)(4) 2016, there were 713346 open circuit paces, 20626 non-physiological paces with 24951 successful paces. Rv oversensing was observed in stored electrograms.

Event description:
It was reported that the right ventricular lead had fractured with no capture, high impedance with a polarity switch, and short v-v intervals noted on episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.